Event description:
On (B)(6) 2012, the pt reported that the rubber on the check button has worn down making it difficult to press the button. She stated that she has to place her fingernail inside the check button and press hard in order to get a response and that the device responds intermittently. No physiological effects were reported. The pt did not require medical assistance from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for product eval.

Manufacturer narrative:
The complaint cannot be verified as the product meets the specification regarding the customer's allegation. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The check button passed the optical and functional investigation successfully and meets the specification.